Event description:
Customer reported the sys displayed a file sys corrupt message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reloaded sys software. Sys operates as intended.